Event description:
Started with numbness in jaw just 3 weeks after procedure, constant nausea, dizziness, body aches, headaches, neck pain, cramping, heavy cycle- sometimes more than 1x per month, discharge, constant diarrhea, gallstones, gallbladder removal, inflamed intestines, ear aches, worse allergies.